Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information received: surgeon reported that the kidney was very inflamed. Surgeon decided to do a nephrectomy. To isolate the artery from vein would be risky. The ats45 was used first. On trying to close resistance was felt. It was around the artery and vein. It was unusual resistant to close and or fire. No clips were used. Based on histology there was believed to be no calcification. The device was not fired. The device was then removed and the artery and vein were intact with no bleeding; then went to the atw35 (local rep reports that this was actually an ets45 device) .surgeon heard the click of the cartridge going in. The individual who loaded was experienced. The jaws were around the vessel and closed with no issue. The firing felt normal. The device was fired and no staples deployed and there was immediate hemorrhage. Laparotomy had to be performed. The patient went to post-operative intensive care. The patient stay was longer and then discharged. The patient was re-admitted at another hospital for intra-abdominal complications. The patient never returned for follow-up.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon asked for the device to be loaded with the white reload. They heard the correct click to indicate the reload was in place correctly. They fired the stapler the first time, and the staples didn't deploy, the knife blade just cut the retinal artery. No unusual noises heard or force to fire. No clips or irregular tissues to report. The procedure had to convert to open immediately, and the patient had to go to hdu after the procedure.